Manufacturer narrative:
On (B)(4) 2016, an fse was dispatched to the customer site to address the reported event. The fse replace the pmd-1 board. The aia-2000 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due pmd-1 failure. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported error 4211 (main arm y axis home detect error) with the aia-200 analyzer. The customer tried troubleshooting by all set home and rack out, restart which did not resolve the error. The customer is unable to run afp, bhcg, and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp, bhcg, and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.